Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed "electrical test failure code #58" in the fault log three times. The company representative replaced the manifold drive assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4). The failure analysis conducted confirmed the failure and was caused by a "sticky" k6 valve. The root cause of this issue has been addressed and corrective actions has been implemented via a CAPA. This drive manifold was manufactured before the implementation of the corrective actions. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. No patient was involved.